Manufacturer narrative:
Concomitant medical product: product ID: 8781, lot# unknown, product type: catheter. Product ID: 8781, serial/lot #: unknown, ubd: unknown , UDI#: unknown, serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received baclofen 25.0mcg/ml; 32.991mcg/day and bucain 7,406.3mcg/ml; 9,773.6mcg/day in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was indicated the pump ticked and there were volume discrepancies observed at refills (actual volume was greater than expected) resulting in under infusion. Catheter patency was checked and verified via catheter contrast study. The patient sometimes experienced increased pain. The provided session log from (B)(6) 2018 indicated the low reservoir alarm (service code 236) and empty pump alarm (service code 235) occurred. During the pump replacement on (B)(6) 2018, there was difficulty disconnecting the catheter from the pump, so the catheter was cut at 4cm and the pump was removed (indicated the sutureless connector was defective). The pump was connected to a new catheter, which was cut to 4cm and connected to the pump. The resulting catheter lengthening was calculated and subtracted in the spinal segment (pre-operative catheter spinal segment length was 48.5cm, post-operative catheter spinal segment length was 47.8cm). The catheter side port was check prior to incision closure and veritable flow was seen. The patient was prophylactically prescribed perioperative antibiotics and the blood loss was reported as negligible. There were no known environmental/exte rnal/patient factors that may have led or contributed to the issue. The logs were reported to be ok. It was noted an empty pump alarm occurred on (B)(6) 2018 at 10:58. Also, provided hcp notes indicated volume discrepancies occurred at several refill appointments: during (B)(6) 2017 refill there was no reported volume discrepancy; during (B)(6) 2017 refill there was no reported volume discrepancy (dose increased due to experienced spasms); during (B)(6) 2017 refill the expected reservoir volume (erv) was 2.5ml and the actual reservoir volume (arv) was 5ml; during (B)(6) 2017 refill there was no reported volume discrepancy; during (B)(6) 2017 refill there was no reported volume discrepancy; on (B)(6) 2018 there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was 4ml "too much"(3% dose decrease); during the (B)(6) 2018 refill there were 2ml "too much" (dose increased); refill during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill the erv was 8.6ml and the arv was 14ml; during (B)(6) 2018 refill there was no reported volume discrepancy; during a (B)(6) 2018 refill, there was 6ml "too much"; during a (B)(6) 2018 check, there was 6-7ml "too much"; and during a (B)(6) 2018 check there was 3 ml "too much." The issue was considered ongoing. The same issue reportedly occurred with the replacement pump (please refer to pe (B)(4)). The pump would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient received intrathecal medication for chronic pain syndrome and micturition disturbance. Lately, the pump was "clicking" and the reservoir volumes did not match the expected reservoir volume. The pump was intentionally not refilled due to planned replacement. The revised portion of the catheter would be returned with the pump (catheter information was unknown). It was also mentioned the increased pain was in the legs.

Manufacturer narrative:
Product ID: 8781, lot# unknown, explanted: (B)(6) 2018, product type: catheter. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump (during explant). The silicone boot was pulled back over the titanium housing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received baclofen 25.0mcg/ml; 32.991mcg/day and bucain 7,406.3mcg/ml; 9,773.6mcg/day in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was indicated the pump ticked and there were volume discrepancies observed at refills (actual volume was greater than expected) resulting in underinfusion. Catheter patency was checked and verified via catheter contrast study. The patient sometimes experienced increased pain. The provided session log from (B)(6)2018 indicated the low reservoir alarm (service code 236) and empty pump alarm (service code 235) occurred. During the pump replacement on (B)(6) 2018, there was difficulty disconnecting the catheter from the pump, so the catheter was cut at 4cm and the pump was removed (indicated the sutureless connector was defective). The pump was connected to a new catheter, which was cut to 4cm and connected to the pump. The resulting catheter lengthening was calculated and subtracted in the spinal segment (pre-operative catheter spinal segment length was 48.5cm, post-operative catheter spinal segment length was 47.8cm). The catheter side port was check prior to incision closure and veritable flow was seen. It was also stated catheter patency was verified via contrast. The patient was prophylactically prescribed perioperative antibiotics and the blood loss was reported as negligible. There were no known environmental/external/patient factors that may have led or contributed to the issue. The logs were reported to be ok. It was noted an empty pump alarm occurred on (B)(6)2018 at 10:58. Also, provided hcp notes indicated volume discrepancies occurred at several refill appointments: during (B)(6) 2017 refill there was no reported volume discrepancy; during (B)(6) 2017 refill there was no reported volume discrepancy (dose increased due to experienced spasms); during (B)(6) 2017 refill the expected reservoir volume (erv) was 2.5ml and the actual reservoir volume (arv) was 5ml; during (B)(6) 2017 refill there was no reported volume discrepancy; during (B)(6) 2017 refill there was no reported volume discrepancy; on (B)(6) 2018 there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was 4ml "too much"(3% dose decrease); during the (B)(6) 2018 refill there were 2ml "too much" (dose increased); refill during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill there was no reported volume discrepancy; during (B)(6) 2018 refill the erv was 8.6ml and the arv was 14ml; during (B)(6) 2018 refill there was no reported volume discrepancy; during a (B)(6) 2018 refill, there was 6ml "too much"; during a (B)(6) 2018 check, there was 6-7ml "too much"; and during a (B)(6) 2018 check there was 3 ml "too much." The issue was considered ongoing. The same issue reportedly occurred with the replacement pump (please refer to (B)(4)). The pump would be returned. No further complications were reported/anticipated.